Event description:
It was reported that the patient was admitted to an outside hospital with dark urine over the past week and a lactate dehydrogenase (ldh) of 1463. Prior to admission, the patient's ldh limit was 200s. The patient took aspirin and coumadin (warfarin) as ordered. International normalized ratio (inr) was within therapeutic ranges. Once transferred to implanting hospital, the ldh was 1050 with aspartate aminotransferase (ast), alanine transaminase (alt), and total bilirubin all within normal limits. The left ventricular assist device (lvad) flows were 7lpm and power was 5-6's. The normal range for power and flows is 5. Heparin and pentoxifylline were started. Ldh decreased to 656 by discharge.

Manufacturer narrative:
Medwatch number: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: power and flow elevations could not be confirmed as no log file was submitted for review. A specific cause as well as a direct correlation between the reported event and heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they experienced further elevated ldh on (B)(6) 2021 (related manufacturer report number 2916596-2021-04332). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09feb2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.